Event description:
A trilogy evo was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a ventilator inoperative alarm condition was observed in the device's downloaded event log indicating that the therapy cpu was running in boot monitor software. No additional components were documented to be replaced to address the issue. Additionally, not related to the reportable issue, a service required alarm indicating the detachable battery was defective was observed. The device was put through multiple charging cycles and run for a few hours, and the error did not occur again. No components were replaced for this issue. The air inlet foam filter and particulate filter were replaced preventatively. The device was tested and passed all final testing.